Event description:
It was reported that the pump's usb port was damaged and is difficult to insert usb cable in charging port making it difficult charging the pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.